Event description:
The facility representative contacted a technical service representative to report an infuso.r. With a "damaged top syringe holder ". It is unknown when this event occurred, but occurred in "anesthesia". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "damaged top syringe holder " issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made to repair the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.